Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 90% stenosis target lesion was located in the mild tortuosity and severe calcified superficial femoral artery. A 2.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during the 1st inflation at 6 atmosphere for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.